Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Additional information was received from the customer indicating that there was an incision enlargement of a 1/4 of a mm. No further information was provided. (B)(4). The manufacturing record review was performed. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no non conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. The device was returned to the manufacturer for evaluation. Visual inspection using a microscope showed that the lens can be identified as a tecnis multifocal acrylic one-piece intraocular lens (iol) with 3.25d add power (zlb) iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. One of the haptics was received cut off. The lens optic was received damaged as if it was cut. The optic appears to be in one piece. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the received lens condition, additional analysis was not able to be performed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a residual refractive error. There was no patient injury reported. Additional information was requested but not received.